Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited atrial channel oversensing of ventricular signals. The health care professional (hcp) questioned what the ns on the electrogram (egm) in which was technical services (ts) discussed this was a noise response algorithm which is just timing related and not noise. Additionally, a pacemaker mediated tachycardia (pmt) episode was observed in the logbook. The rythmiq feature was programmed off as this patient was having too many episodes. Retrograde conduction testing was performed and no retrograde was observed. This pacemaker remains in service. No adverse patient effects were reported.